Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 29 occurred during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer was able to load a cartridge successfully, and continued using the pump for insulin therapy.